Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 and continued to have low flow on (B)(6) 2024. Log files were submitted for review and confirmed persistent low flow events with the flow hovering mainly around the 2.4 to 2.5 lpm mark. Pulsatility index (pi) values had stalled in the 4-5 range. The etiology of the low flow alarms remained unclear. A transesophageal echocardiogram (tee) was performed in the operating room (or) and at bedside and the left ventricle and left atrium looked adequately unloaded. The chamber size was small and underfilled, and the aortic valve was also not opening. The left ventricular assist device (lvad) speed was 5400 rpm, and the flow was 1.5- 2.5 lpm. The right ventricle looked decompressed. A right ventricular assist device (rvad) was in place with flows of 2.5-3.3 lpm. The patient was volume resuscitated in the or and was given additional blood products. The patient's mean arterial pressure (map) was elevated and nitroglycerin was started. It was switched to clevidipine on (B)(6) 2024 with maps currently in the 70 mmhg range. End organ function remained intacts with lactate at 1.5, creatinine at 1.2, aspartate aminotransferase (ast) at 157, and alanine aminotransferase (alt) at 25. The patient was on multisystem support. The patient had an rvad (was placed on rp impella, clots were found and was transitioned to centrimag) and had a heartmate 3 as well as continuous venovenous hemofiltration (cvvh). The patient was placed on centrimag rvad on (B)(6) 2025. Air entrained and the circuit immediately clamped out, and the circuit could not be salvaged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the centrimag blood pump, lot number 10588824, and the reported events could not conclusively be determined through this evaluation. The centrimag blood pump was not returned for evaluation. The relevant sections of the device history records for centrimag blood pump, lot number 10588824 (l08283-la1), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) (rev. C) is currently available. The IFU lists bleeding and renal dysfunction as adverse events that may be associated with the centrimag circulatory support system. This IFU provides the following warnings and cautions: IFU warning #3: massive air entry into the centrimag vad will cause the blood pump to deprime and blood flow to stop. Clamp the return tubing, stop the blood pump and remove air prior to resuming circulation. IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inspiration of air and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU warning #20: monitor the return tubing for air because the centrimag vad, similar to other centrifugal pumps, will pump air. Clamp the return tubing from the blood pump if air enters the centrimag vad as gaseous emboli may be introduced into the patient, with attendant risk of death or severe bodily injury. A massive air embolus will deprime the blood pump, halting blood flow. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The section titled ¿pump setup and operation¿ provides instructions for inserting the cannula and de-airing the system. This section warns ¿do not over tighten purse string sutures when securing cannulae to tissues and vessels. Over tightened purse string sutures may result in interruption of blood flow through the cannulae. Purse string suturing used to secure cannula must be made with sufficient tension to hold the cannula in place over the full range of patient activity. Failure to effectively secure cannulae in place poses risk of decannulation or air embolus.¿ the current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.